Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired, sweaty, on the verge of passing out. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt clean test area message. The result on their meter was unable to test. There was no comparison. Customer drank orange juice and took sugar tablets because customer was feeling low. Customer was cleaning the meter with alcohol. No further information has been reported.